Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at 589 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the pump reservoir was 0.0 ml. The patient had not seen her managing physician since her replacement in (B)(6) of 2015. The exact reason for not seeing her physician was unclear. The hcp filled the pump with 10 cc of preservative-free saline and would monitor the reservoir volume over the next few weeks. If there were no volume discrepancies, the hcp planned to fill the pump with baclofen. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' No patient symptoms were reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider (hcp) via the manufacturing representative reported that patient was seen again and pump was working, as 3 ml had been dispensed as intended. The pump was filled with baclofen (concentration and dose unknown).